Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as looking like a burn with a straight red line under the breast area, without any open or broken skin. There was no alleged device malfunction contributing to the burn. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the burn. Reporting out of an abundance of caution. Outcome of the burn is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.